Manufacturer narrative:
The tip cover accessory was discarded and the monopolar curved scissors (mcs) instrument has not been returned to isi for failure analysis; therefore, the root cause of the customer reported failure mode cannot be determined. The customer provided procedure video clip showed at the beginning of the clip the tip cover is on, but are unable to determine if it is seated properly. A follow-up MDR will be submitted if additional information is received. Based on the provided information, this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the tip cover accessory fell inside the patient and was retrieved. Although no patient harm, adverse outcome or injury was reported it is unknown what caused the tip cover accessory to slip off from the mcs instrument and fall inside the patient. Based on the information provided at this time, this complaint is being reported because all fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the tip cover accessory to fall off the monopolar curved scissors instrument.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the tip cover accessory fell off the monopolar curved scissors instrument during removal. The tip cover accessory was retrieved during the same procedure and the procedure was completed with no reported injury. The accessory was discarded. A short procedure video clip was provided for review.